Event description:
Reported as: "as leak. It is unclear if the band or the port is leaking. The lap-band system will not hold a fill." Follow up with the doctor reveals: "the doctor took out the lap-band sys and the port. They put a new lap-band sys and port in the pt. The pt had gone to the ER complaining of abdominal pain which was related to her lap-band sys."

Manufacturer narrative:
The prod associated with this report will not be returned. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper I. The device was discarded after surgery by the physician and will not be returned. Pain is a surgical/physiological complication, and analysis of device generally does not assist allergan in determining a probable cause for these events. Device labeling addressed the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."